Event description:
It was reported via medwatch (B)(4) that the pigtail catheter tip broke and was snared to remove. A percuflex guide catheter was selected for use in ureteral stent placement (stent from kidney to bladder). During the procedure, upon placing a boston scientific right ureteral stent system, it was noted that the pigtail tip located in the kidney broke. The physician was able to snare the broken loop and the procedure was completed after snaring the broken piece of the pigtail catheter. Imaging was reviewed indicating that the ureteral stent was functioning appropriately at the end of the case. No patient complications were reported.